Event description:
Additional information: the patient was deaf on one side and was going deaf on the other. The patient was having a problem hearing the pump alarm. There was no indication that an active alarm was occurring. It was reported that the patient was getting intermittent flow due to the catheter not being fully connected to the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, lot # j11042r67, implanted: (B)(6) 2002, explanted: unk.

Event description:
The hcp noted an issue with the connection of the catheter to the pump connector. It appeared the connector was "slightly sideways." Because of this, it was likely the patient was getting intermittent relief of symptoms. The patient experienced intermittent pain control. The catheter was revised on (B)(6) 2012. During the revision, the connector was noted to be "broken/cut where the suture was holding on at the pump"; a model 8578 sutureless pump connector revision kit was added during the revision procedure. The pump delivered fentanyl 600 mcg/ml at 220 mcg/day, clonidine 75 mcg/ml at 27.53/day, and baclofen 50 mcg/ml at 18.3/day. A follow-up report will be sent if additional information becomes available.